Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy on 24may24 when it was reported, ¿the vcare fell apart and all pieces were retrieved.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. Further assessment questions found that the incident caused a 1-2-minute delay. The device disassembled after colpotomy during removal of device. Per the surgeon, she was able to collect all pieces from pelvis. Balloon remained inflated but was not retained in uterus. The patient was nullipara and discharged normally, doing well. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy on (B)(6) 2024 when it was reported, ¿the vcare fell apart and all pieces were retrieved." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. Further assessment questions found that the incident caused a 1-2-minute delay. The device disassembled after colpotomy during removal of device. Per the surgeon, she was able to collect all pieces from pelvis. Balloon remained inflated but was not retained in uterus. The patient was nullipara and discharged normally, doing well. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d1: has been updated with correct brand name. Manufacturer narrative: received one 60-6085-201a in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the device was received disassembled. There is evidence of adhesion on the distal tip of the shaft were the uterine balloon was connected. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 55 complaints, regarding 58 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.